Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the known product and lot code combinations since their release to distribution. X-rays and medical records were received. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address poly wear of the liner, osteolysis, and loosening of the cup. Update 11/10/2014- pfs and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the patient was revised for poly wear and osteolysis . The cup was also removed, but there was no mention of loosening as previously alleged. One of the screws that was removed was noted to be stripped. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/6/2014.

Event description:
Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, one unknown screw is being added as there were two that were removed during the (B)(6) 2008 revision operation. One was noted to be stripped and has already been reported. There is no new additional information that would affect the existing MDR decision.